Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the left tracker verified fine but the right side tracker was out of calibration. The medtronic representative re-calibrated the right tracker and performed an imaging system check-out, all areas passed. A software investigation was completed and found the o-arm tracker was out of calibration, the 3dcal software prevents the verification of a bad calibration. Software is functioning as designed.

Event description:
A medtronic representative reported that the imaging system was not passing the calibration verification testing on the right site. The medtronic representative reported the left side tracker was giving a passing value of 1.3mm but the right side tracker was over 2mm. There was no patient present when this issue was identified.